Event description:
It was reported (B)(6) 2010 that the silver metal tip broke off the recharger. The recharger was sent to loaner/repair. The pt visited her doctor and discussed the event with a company rep. The stimulator is located in the pt's back. The pt had surgery (B)(6) 2010 to fix the problem (details not provided). She was no longer having problems with the system. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).